Event description:
Journal article received: treatment of unstable peritochanteric femoral fractures using a 95 degree angled blade plate. Authors: yoo m.c., cho y.j., kim k.I., khairuddin m., chun y.s. Journal of orthopaedic trauma. 2005 dec; 19 (10): 687-692. This was a clinical study conducted at the department of orthopaedic surgery, school of medicine, kyung-hee university, seoul, korea. The study consisted of 39 consecutive patients, mean age of 54, with peritrochanteric fractures. The procedure used for the patients was an open reduction and internal fixation (orif) with 95 degree angled blade plate implantation. Each patient was followed up for no less than 12 months. Two of the 39 fractures resulted in a union with 10 degrees of varus deformity. The patients were asymptomatic and no further surgery was performed. This is report 1 of 2 for complaint (B)(4). This report is for an unknown plate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.